Event description:
Maude event report: after using suture to close pt up after removing four hemorrhoids, four new hemorrhoids came out. The suture never dissolved but the md kept putting more suture back 4 times. During the 5th procedure the anesthesiologist said the pt cannot have suture in the body. The patient is having bad allergic reaction. Pt is swollen and also has granuloma.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.